Event description:
A decrease in device longevity was reported. The previous estimation of longevity was overestimated and an updated calculation accounted for the decreased. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of incorrect measurements could not be confirmed. The device was received with normal telemetry and normal output. Functional tests were performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed.the device was cut open to enable further testing and battery was found in normal range.the hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurityand enduritypacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
A decrease in device longevity was reported. The previous estimation of longevity was overestimated and an updated calculation accounted for the decreased. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.